Event description:
It was reported to philips that the system gave an error while booting, preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the error message that appeared (exception unknown software exception) during the boot up. Upon troubleshooting, it was found that the malfunction of the host pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified bmc failed, re-programming thumb drive and eprom burner failed. Failure of motherboard. Following the replacement of the host pc and hard disk, reinstalled the os and application software, the issue has been resolved and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.